Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI:(B)(4), serial: (B)(6), batch:6989419.

Event description:
It was reported that an intra op impedance check during a standard normal end of life ipg replacement procedure, high impedances were noted on the left side. Troubleshooting was unable to resolve the issue. As such, the left extension was explanted and replaced resolving the issue. Therapy was confirmed post op. Investigation was unable to determine which of the extensions had the high impedance.